Event description:
It was reported that the customer received a button error alarm. The insulin pump's buttons were not responding. The customer's blood glucose level was 378 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to flattened button dome switch. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.